Event description:
It was reported that during a procedure at the user facility a router broke off in the drill. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
This device was reported in error and was concomitant to the cutting accessory which will be reported as part of q4 2025 vmsr reporting.

Event description:
No new information.